Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer's blood glucose was 130 mg/dl. Troubleshooting did not occur as the alarm was a past event. The customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.